Manufacturer narrative:
The lead remains actively implanted at this time. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting impedance measurements greater than 2500 ohms with no capture or sensing due to a lead fracture. A lead revision is scheduled for later this month. No adverse patient effects have been reported.